Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professionals reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, a broken shell. The device was underweight. A visual and microscopic analysis was performed which identified, sharp crease break on posterior, stress marks, crease fold and wear abrasion and a missing shell (0-25%). Based on the device analysis, the final assessment is: a sharp crease opening on posterior assessed, as fold flaw opening. And a missing shell assessed, as inconclusive.

Event description:
Healthcare professionals reported, right side "rupture". Device has been explanted.